Event description:
The customer reported that the system's temperature displayed an error message indicating an over temperature condition. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the temperature sensor, the generator interface board and all printed circuit boards related to precharge circuitry. The system was tested and found to be working as intended and put back in service.